Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: 377760, lot# v014020, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v014129, implanted: (B)(6) 2006, product type: lead. Product ID: 355029, lot# n0051188, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
It was reported by the patient on (B)(6) 2014 that they had one revision to move the implantable neurostimulator (ins). The patient stated that a manufacturer representative was present for the surgery. The patient was unclear of the timeline for the event. The patient stated the doctor would have a better idea as to timeline. The patient noted that therapy worked well as of (B)(6) 2014 it was later reported that the ins was moved when the patient had the new leads placed on (B)(6) 2006. The manufacturer representative stated they learned of this the day before the procedure. Additional information was requested, but was not available at the date of this report.